Event description:
Complainant alleged that the clinicians were attempting to pace a patient (age and gender unknown), with the ppm setting at 90 and the ma setting at 18. During the procedure, the clinician observed that the pacer output was 20 points lower (70ppm), than the 90 ppm setting. The clinician then obtained another device and successfully paced the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.